Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient received an alert that atrial lead impedance was out of range. The device was reprogrammed to resolve the event. The physician believed that the atrial lead was working as intended. The patient is in stable condition.